Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (250 mg/dl). Customer stated they believe elevated bg's are due to their settings and have been in contact with their health care professional regarding the reported issue. Customer delivered a correction bolus to stabilize bg levels.